Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred in (B)(6) 2015. The patient manages his diabetes by self-adjusting his insulin doses. The patient denied developing any symptoms however stated that in (B)(6) 2015 he presented at an emergency room where he had his blood glucose tested on a lab device which gave a result of &#50134;ER 600mg/dl&#55297;nd he was treated with 7 units of insulin. The patient reported that he consumed less food/drink from (B)(6) 2015 until (B)(6) 2016. During troubleshooting the cca noted that the patient used the correct test strips and testing process. There was no apparent misuse of the device. Replacement products were sent to the patient. This complaint is being reported as the patient reported signs that meet lfs criteria of a serious injury and received medical intervention from a healthcare professional after the alleged meter issue occurred.